Event description:
A customer reported that during a vitrectomy procedure, there was an issue with vacuum and the cassette was difficult to insert and remove. The system was exchanged and the case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Samples have been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).